Event description:
Pt with pca pump. Cartridge was changed. Battery alarmed and new battery was placed. Nurse attempted to restart pump. Pump failed to restart. New pump obtained. Difficulty noted in removing cartridge from prior pump. Cartridge removed and med wasted per protocol. Pump was placed out of service and sent to iss for inspection and testing. No harm noted to pt.